Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (cannot complete testing) was confirmed. As received, the monitor failed a pulse test. Upon evaluation, multiple components were shorted and thermally damaged on the defibrillator and pca boards. High voltage had deviated to low voltage circuitry and caused the damage. The root cause of the voltage deviation cannot be positively identified due to the extent of the damage. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor indicating that it could not complete testing.